Event description:
It was reported that the patient presented for a follow-up in clinic. During an interrogation attempt, it was noted that implantable cardioverter defibrillator failed to be interrogated. No intervention was performed and the patient was in stable condition.